Event description:
The device was placed in the pt in a hosp setting in 1999. The pt came into the g.I. Office on 11/10/99 with pain and discomfort. An endoscopic exam found the internal bumper had inverted and migrated into the stoma tract. The rptr stated this happened "spontaneously". The device was removed and returned for eval. There was no illness, injury or medical intervention resulting from the event. One pt involved.